Manufacturer narrative:
Na. D10: concomitant product added.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death are listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified lesion in the proximal left anterior descending artery (lad). The patient presented with non-st segment elevation myocardial infarction. An unspecified xience xpedition stent was deployed in the distal lad without issues. A 3.0x48mm xience xpedition stent was deployed in the proximal lad without issues; however, immediately post-deployment a thrombus formation was noted in the proximal stent which moved to the left main and left circumflex artery. The patient went into cardiac arrest and although anti-thrombotic agents were administered and cardiopulmonary resuscitation was performed, the patient expired. No additional information was provided.